Event description:
It was reported that the customer received excessive no delivery alarms on the insulin pump. The customer stated that the alarm persisted after she changed the entire infusion set and reservoir. It was further stated that after pushing insulin out manually, it began to work properly. The self-test was run and passed. The insulin pump was also stated to have cracks. The customer's blood glucose was 6.1 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).